Event description:
Boston scientific received information that this patient presented to the emergency room and atrial impedance measurements were greater than 3000 ohms and loss of capture was noted. Therefore, a revision procedure was performed. The pocket was opened and it was revealed that the distal setscrew on the associated implantable pulse generator (ipg) was loose and in the fully extended/up position. The setscrew was tightened down and lead impedances were within normal limits. No adverse patient effects were reported.

Manufacturer narrative:
No other adverse events have been reported. This issue will be re-evaluated if additional information is received.